Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of pain, corneal abrasion, blurred vision, and stent removed; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative eye pain, worsening of visual field loss, and stent explantation are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via medwatch mw5081126 approximately 30 minutes following implant of a micro-stent, she was in pain. Since that day her vision has not been ¿correct¿. A corneal abrasion was treated and has healed. The patient visited the emergency room due to the pain and the device was removed. Antibiotic ointment was given to promote the healing of the abrasion. The patient¿s vision is blurry and has a fog over it most of the time, which causes her to not be able to see things correctly. Additional information received from the patient reports the device is working and her pressures are 'good'.

Event description:
Initial information reported stated that the device was removed in the emergency room. Clarification of the device that was removed was the bandage contact lens and not the implanted micro glaucoma stent. The stent remains implanted in the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in device evaluated by MFR and additional narrative. No sample has been returned for evaluation for the reported issue of pain, corneal abrasion, blurred vision, and stent removed; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative eye pain, worsening of visual field loss, and stent explantation are established risks associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).